Event description:
It was reported that this right ventricular (rv) lead had large increases of pace impedances. The first one, in 2018 was about 1589 ohms, then on september of 2018 it was about 1798 ohms, and most recently it was about 1970 ohms. This last measurement is out of range for this lead. The physician has not determined that there is a fracture at this time. The shock impedance measurements are all normal and the device has less than one year before it needs to be changed out. The physician has decided to monitor the patient until the implantable cardioverter defibrillator (ICD) is ready to be changed out. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.